Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed. Review of egm revealed that atrial paced events were sensed on ventricular channel. An auto mode switching episode showed possible retrograde conduction from v pacing. Patient was not symptomatic. Physician decided to monitor the patient as all episodes occurred on the same day.